Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, right ventricular pacing, and sensing functions were tested. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. Laboratory analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
Boston scientific received information that the patient was struck by lightning and since then this device and right ventricular (rv) lead delivered 11 unnecessary shocks to the patient. The pace impedance decreased from 800 to 400 ohms. Additionally, noise oversensing was noted on the rv channel. Boston scientific technical services (ts) was contacted for assistance and recommended device replacement. Subsequently, a revision procedure was scheduled and the device was explanted and the rv lead was surgically abandoned. Additional information received indicates that the device and rv lead caused phrenic nerve stimulation and exhibited high thresholds and low out-of-range pace impedance measurements (<200 ohms). No additional adverse patient effects were reported.